Manufacturer narrative:
(B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked around the label "x" of the ¿no latex¿ printed on the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 10, 2018 - july 12, 2018. The device was received leaking in a zip lock bag. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak in front of the bag where the non - latex symbol is printed. The reported problem was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.